Event description:
Patient called stating she believes there is a strand of hair in the area between the cassette and bag. She states she had someone else check this and they thought the same thing. Writer advised to use another cassette and the pharmacy would like to evaluate this.